Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. It was noted that the implantable cardiac monitor was still undersensing even after a new firmware was downloaded. The patient was recently seen in clinic. No intervention was performed, and the implantable cardiac monitor remains implanted. The patient was in stable condition.